Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from april 16, 2015 ¿ april 20, 2015. The evaluation of the returned device is complete. Visual inspection revealed a floating particle in the reservoir of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a floating particle in the reservoir. This occurred after being filled with ceftazidime. There was no patient involvement, and no additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.